Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred after the customer plugged the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was instructed to attempt to charge the pump while using a replacement wall adapter. Multiple contact attempts were made by tandem technical support to determine if the replacement wall adapter resolved the issue; however, the customer did not respond.